Manufacturer narrative:
It was originally reported that the patient had atypical left atrial flutter; however an update was received on 08/17/2016 that the patient actually did not have atypical left atrial flutter and this was reported incorrectly. (B)(4).

Manufacturer narrative:
Additional information was received on december 23, 2017. It was reported that during a clinical trial sponsored by bwi, a (B)(6) male patient underwent an ablation procedure for symptomatic atrial fibrillation with a navistar thermocool catheter and suffered a urinary tract infection (requiring medication), a hematoma/ecchymosis (requiring no intervention), a cough (requiring no intervention), and tachycardia (requiring no intervention). Cardiovascular medical history includes atrial flutter. Less the 7 days post-procedure, the patient was diagnosed with a urinary tract infection requiring medication. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, not serious, not device-related, and possibly procedure-related. Less than 7 days post-procedure, the patient sustained a hematoma requiring no intervention. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, not serious, not device-related, and possibly procedure-related. Less than 7 days post-procedure, the patient acquired a cough requiring no intervention. Issue resolved without sequelae. Principle investigator assessed this event as mild in severity, not serious, not device-related, and possibly procedure-related. More than 7 days post-procedure, the patient went into tachycardia requiring no intervention. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, not serious, not device-related, and definitely procedure-related.

Event description:
During a clinical trial sponsored by bwi, during a procedure with a navistar thermocool catheter a patient experienced urinary tract infection, hematoma, cough, atypical left atrial flutter and tachycardia. All patient events were considered possibly procedure related. The mild urinary tract infection required medication. The hematoma, cough and tachycardia required no intervention. The atypical left atrial flutter was classified as severe which required a dc cardioversion and hospitalization. The awareness date for this record is (B)(6) 2015 because that is when an update was received that the navistar thermocool catheter was also involved in the procedure.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: circular ablation circular loop catheter (model# d-1322-14-si lot# 16093447la). (B)(4). Manufacturer's ref. No: (B)(4).